Event description:
The reporter stated that the audio bolus button was unresponsive but was intact. The pump was reportedly not exposed to water and that the patient wore the pump inside a case outside of clothing and was not cleaned.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: all keypad buttons were found to be responding appropriately to button presses. The keypad was removed and no button contact defect were found.